Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that paramedics were called and visited due to hypoglycemia while patient was wearing a pod. Despite follow up attempts to gather additional medical event details, no further information was provided.